Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp pattern on radius of broken device assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: right-side breast deformation, swelling and breast soft.

Event description:
Physician reported right-side breast deformation, swelling and breast soft. The device was explanted. The device showed a rupture at explant surgery.